Manufacturer narrative:
Rotation/decentration/subluxation and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned, but the problem was not resolved. In a separate visit the lens was exchanged with a same length lens of a different model and power and the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic broken. Unable to perform dimensional inspection due to missing haptic. Claim: (B)(4).